Manufacturer narrative:
(B)(4). Pc: surgical intervention, medical device removal the device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Revision fusion: (B)(6), (B)(6) 2019. Primary implant date: (B)(6) 2018. Revision for dislodged rods. Set screws were no longer in screw heads right side rod no longer stable. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity one). This complaint involves 11 (eleven) devices.

Manufacturer narrative:
Product complaint (B)(4). UDI (B)(4). Visual inspection of the returned device revealed nicks on the threads, which is consistent with interaction with pliers during explantation. No other issues to any other feature was observed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint was not confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.